Manufacturer narrative:
The gore® excluder® contralateral leg component delivery catheter was received by gore from the facility and an engineering evaluation was performed. The findings from the evaluation were consistent with the reported procedural observations. During the investigation, it was confirmed that the catheter had broken at the trailing olive, and the polyimide guidewire lumen had fractured. The root cause for the broken leading end of the delivery catheter could not be determined with the currently available information, although use outside of the instructions for use (IFU) may have contributed to this observation, as the device was reportedly advanced outside of the introducer sheath, and the undeployed device was withdrawn back into the sheath. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states ¿do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position.¿ additionally, the IFU states ¿do not attempt to withdraw any undeployed endoprosthesis through the introducer sheath. The sheath and catheter must be removed together.¿

Manufacturer narrative:
(B)(4). Concomitant medical products: advair, albuterol, loratadine, multivitamins, pantoprazole sodium, aspirin, cozaar, coreg, pravastatin sodium, flomax, potassium chloride, and lasix. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Results pending completion of engineering evaluation.

Event description:
On (B)(6) 2016, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. During the procedure, a trunk-ipsilateral component was advanced and implanted as planned. However, the physician reportedly had difficulty advancing a contralateral leg component (plc201400/15298405) into the contralateral gate. According to the report, the physician was reportedly unable to advance an introducer sheath to the level of the contralateral gate. Therefore, the decision was made to advance the graft outside the sheath. After multiple unsuccessful attempts to reach the gate were unsuccessful, the physician attempted to withdraw the delivery catheter back through the introducer sheath. Upon removal of the delivery catheter, the device reportedly began to prematurely deploy distal to the contralateral gate. According to the report, no resistance was felt, and no anatomical issues (tortuosity, calcification, etc.) Were observed. The decision was made to leave the device in its place in the common iliac artery. After the delivery catheter had been removed, it was also noted that the leading olive had separated from the catheter and remained inside the patient. The physician was able to bridge the implanted trunk-ipsilateral and contralateral leg components with an additional excluder® device. The leading olive was also successfully retrieved from the patient via snare. A final angiograph showed exclusion of the aneurysm, and the case was concluded without any further reported complications. The patient tolerated the procedure.